Event description:
It was reported that atrial oversensing was noted on the device. Additionally, noise and far r oversensing on the right atrial (ra) lead and loss of capture and noise were seen on the right ventricular (rv) lead. No intervention was made at this time. There were no adverse health consequences to the patient.